Manufacturer narrative:
Customer information and further complaint details are not available. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not provide power to a robotic instrument. The gray monopolar cord was checked and found to have a small flame at the plug site. The flame was extinguished with a wet towel and the power cord was unplugged. The issue caused the cord to separate into two pieces. A new monopolar cord and generator was used to finish the surgery. There was no patient injury.